Event description:
Subject enrolled (B)(6) 2019. Subject randomized to 2d - digital biennially. Subject completed t4 screening on (B)(6) 2023. Subject was admitted in the hospital on (B)(6) 2023 with chief complaint cerebral vascular accident due to occlusion of left carotid artery. Subject expired on (B)(6) 2023.